Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The x-ray controller was installed to verify repair. The circuit board was then removed. A third party repair organization will replace the circuit board at a later date to save cost. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the x-ray controller on the sys 6600 was in need of replacement. There was no adverse pt involvement reported. There was no pt info reported.